Event description:
The customer reported that the tubing broke and "the nurses are being sprayed with chemotherapy". The attached documentation stated 'yes' to the question when asked about harm in the document. No other details of the event are available.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing broke and leaked while infusing chemotherapy. There was no report of harm.